Manufacturer narrative:
Insulin pump received with a protruded/loose drive suppport disk. A cracked battery tube threads, cracked reservoir tube lip, cracked display window and scratched lcd window also noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that the drive support cap was sticking out every time they attempted to prime/rewind, and the customer kept pushing back in. The mother stated that the customer's blood glucose was 350mg/dl before bedtime and over 400mg/dl until late in the afternoon, and then finally came down. The mother was not sure if the device was dropped or not. Advised the caller that the insulin pump would be replaced and revert to back up plan. No further information was provided.